Event description:
Caller reported an issue with the continuous glucose monitor displaying an error message. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support for a pump reset, which resolved the error, allowing the caller to successfully start a new sensor session.